Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal left circumflex (plcx) artery with mild calcification and mild tortuosity. For pre-dilatation, the 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated. However, the balloon ruptured during the first inflation at 6 atmospheres (atm) after 5 seconds. Therefore, the bdc was removed from the patient. A 2x12mm nc trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.